Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with bottom left of enclosure cut off, no fan guard, cracked return tube, fluid ingression on printed circuit board (pcb). The tamper seals and labels were intact. There was no evidence of the error recorded in the event history log. The customers reported problem was duplicated. The device would not turn on. The most probable cause is from fluid ingression due to cracked return tube. The membrane switch and pcb insulator were replaced as a corrective action. The root cause of the reported issue was traced to design. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Event description:
It was reported that the device will not power on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.